Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user could not issue medication. A technical support specialist (tss) found that the there was no checkbox to mark. Upon checking myqlink, the profiled medication showed that it was not available at the cabinet, even though the cabinet was configured to display all medications whether stocked or not. The medication was actually stocked, but the profiled item identity did not match the stocked item identity. The nurse was able to use the add item button to dispense the medication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue the medication because there was no check box to mark. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.